Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial output, resulting in inhibition of ventricular pacing. The device has been explanted and returned for analysis. A new guidant crt-d was successfully implanted.